Event description:
It was reported that the infusion set was leaking at the headset and the cannula was bent. The patient was hospitalized for hyperglycemia. The patient felt nauseous and her blood glucose result was "hi" mg/dl. The "hi" mg/dl result, which on the system indicates a result in excess of 600 mg/dl. The patient's blood glucose result was 598 mg/dl 15 minutes later and the patient gave herself unknown injections. A co-worker drove her to the hospital and the hospital result was 490 mg/dl approximately "15-30 minutes" later. The patient was treated with saline fluids via IV and insulin shots. The patient was released from the hospital the next day. The infusion set lot number was not provided. The infusion set was discarded; therefore, no product could be requested to be returned for product evaluation.